Event description:
During an infusion therapy, the nurse (rn) noted blood traveling up from the intravenous (IV) site and leaking from the proximal end of the 10cc extension tubing/clave connection hub. The extension tubing was from an assembled IV start kit. The clinician removed the extension and opened a new IV start kit to place a new extension tube. It was then noted by the rn that the attached clave on the proximal end of the new extension tube was also loose and not tightened completely onto the extension tube female luer. The rn then realized that these claves were not welded to the extension tube as were her other configured and assembled products. The clinician removed both extensions and replaced with new extensions and the rn ensured clave was tightened. Both extension tube and IV start kits sent to biomedical for analysis and reporting.manufacturer response: manufacturer representative will work with our clinical team to resolve the issues with this assembled kit.